Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is being logged to capture the additional information received for (B)(4). It was reported that, the patient returned for a mandible reconstruction surgery at the alfred last week and during the surgery the drill tip was retrieved and no items were retained inside the patient. The bone failed to heal fully due to an infection. No allegations against our product and no symptoms were experienced by the patient, in relation to the broken tip. All plates and screws from the initial surgery were removed. This report is for one (1) ti matrixmandible 6 hole plate 1.5mm thick. This is report 1 of 5 for complaint (B)(4).